Event description:
It was reported that the 9800 system would not perform image orientation or image swap correctly during a case. The system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep erased the flash and reloaded it then reseated the image processor. The system operates as intended.